Event description:
It was reported that resistance was intermittently felt when filling multiple cartridges during the load sequence. Reportedly, the customer did not follow the proper air removal techniques when filling cartridge. A clinical support specialist educated the customer on the proper air removal techniques. There was no reported adverse impact to customer's blood glucose level. Tandem technical support was unable to obtain additional information.

Manufacturer narrative:
Per the tandem user guide, "always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.